Event description:
Customer called to report that reagent probe b of the unicel dxc 800 synchron system was leaking. The field service engineer (fse) inspected the instrument and flushed all of the probes. The fse also replaced all of the wash collars. No additional dripping from the probes observed. This root cause of the issue appears to be related to the probes and wash collars. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results.

Manufacturer narrative:
(B)(4).